Event description:
It was reported that the patient was flown in to the emergency room after receiving multiple inappropriate shocks. Upon interrogation, it was noted that the device was in backup vvi mode. The device image reported a total of 120 charges due to a suspected vt storm. The vt storm was confirmed on a stored egm. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of a device reset could not be confirmed in the laboratory. Upon receipt of the device, the ICD can was able to communicate normally with programmers. Analysis found that the device had been re-programmed in the field. Due to the reprogramming, the cause of the reset could not be determined. The device was tested manually on the bench using automate ed test equipment and was found to be normal.